Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, insufficient negative pressure was seen with one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. Investigation summary: bd received one photo for investigation, which shows a tube that was not filled with any sample. In addition, 20 retained samples were subjected to functional draw volume testing, and all 20 samples passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unable to be confirmed for underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.